Manufacturer narrative:
(B)(4). The reported condition of a set which blew when used with a power injector could not be confirmed as a sample was not available for evaluation. A root cause also could not be identified due to sample unavailability. A batch review was performed and found no manufacturing abnormalities and the lot was determined to be within manufacturing specifications. A review of the labeling confirmed the labeling does not specify that this device is approved for use with a power injector. It was also found that the package label and the directional insert provide sufficient information on the use of this set. If samples or additional information become available, a follow up report will be sent.

Event description:
Global pharmacovigilance (pv) notified baxter corporate product surveillance of one v-link std bore IV cath ext with silver antimicrobial coat which blew when used with a power injector. It was reported that since it blew at the lower end, there was no harm to the patient but the patient was exposed to the contrast dye magnevist. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was discarded and is not available for evaluation. If additional information becomes available, a follow-up report will be submitted.